Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 4 months post implant of this 14mm pulmonary valved conduit, the conduit was explanted and replaced with a 16mm valved conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.